Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's therapy worked up until the night prior to the call. The patient went to their healthcare provider (hcp) and the night prior to the call the patient got up 5 times to use the bathroom. During the call the ins was found to be turned off. After turning the device on the patient was able to decrease stimulation and was feeling stimulation. The patient indicated that the device must have gotten turned off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.